Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for one patient sample from the cobas e411 rack analyzer serial number (B)(4). The initial result was >10000 miu/ml. Diluted 1:100, the result was 15.30 miu/ml. The sample was repeated and the result was >10000 miu/ml. Diluted 1:100, the result was 15.33 miu/ml. The diluent was replaced and the sample was repeated with a 1:100 dilution and the result was 19634 miu/ml. The result of 19634 miu/ml was reported outside the laboratory. The patient was not adversely affected. The hcg+b reagent lot number was 175098. The expiration date was requested, but was not provided. Based on the provided data, the issue appeared to be with the diluent. A general reagent issue was not suspected.